Manufacturer narrative:
(B)(4).

Event description:
Note: this report pertains to a spyscope ds ii and spy ds controller used during the same procedure. It was reported to boston scientific corporation that a spyscope ds ii and spyglass ds controller were used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the procedure, the screen did not appear in the third biopsy, about ten minutes into the procedure. The procedure was not completed due to this event and will be rescheduled. There were no patient complications reported as a result of this event.